Manufacturer narrative:
Lot number - 17b013, 17b014, and an unspecified lot number. One single-use device was received for evaluation. Visual inspection noted traces of drug residue inside the housing near the volume indicator port which suggested a leak may have occurred inside the housing. A functional leak test was performed by filling the device with water. After fill, a leak was observed at the welded area of the volume indicator port located inside the housing. The reported condition was verified. The cause of the condition was determined to be a manufacturing issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of the reported lots. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This report summarizes <noe> 25 </noe> malfunction events. It was reported that twenty-five (25) half day infusors leaked prior to patient use. Two devices leaked from the flow regulator, two devices leaked from the fill port and the tubing, and twenty-one devices leaked from an unspecified location. There was no patient involvement. No additional information is available.